Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote monitoring observed high out of range shock impedance measurement on this device and right ventricular (rv) lead. Pocket manipulations did not produce any noise. It was indicated the patient would be having some medication adjustments and likely an ablation for atrial fibrillation. As a result, the device was reprogrammed to vvir. No adverse patient effects were reported.